Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump passed all functional testing. However, the insulin pump had intermittent button response due to corroded keypad traces and was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at a display window corner, minor scratches on the display window and a scratched reservoir tube window.

Event description:
Customer reported the numbers on the insulin pump were scrolling when attempting to set up bolus. Customer's blood glucose was 471 mg/dl, customer did not have syringe to treat. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.